Event description:
It was reported that the patient presented post-implant procedure. Upon interrogation, it was noted that the pacemaker and the right ventricle lead were exhibited under-sensing. Programming changes were made. The patient was in stable condition and would be further monitored.

Manufacturer narrative:
Further information was requested but not received.